Event description:
Two instances of dialysis catheter with needless connectors being flushed with saline (no heparin, as recommended by manufacturer) developed blood clot in the catheter, requiring dialysis line change. The physician stated the catheter clotted and had to be replaced. It is unclear whether the clot was actually in the tego or in the catheter itself. Some of the renal physicians opine that the tego itself is not adequate to prevent clot without heparin.this report referenced events occurring with two different patients. In one patient, it appears the line was placed at another facility and removed at our facility after it clotted. We do not have specific product info on the line. We are unable to identify the second patient. However, the nephrologist recalls seeing the phenomena in an ICU patient (who then needed a new line). No other patient information is available. Additional product information regarding the dialysis catheters themselves are unavailable for both patients. The nursing policy for flushing dialysis catheters with tego connectors states:tego connector: post cvvh: 10ml normal saline(dialysis catheters without tego connectors are flushed with 1:1000 units/ml heparin per catheter volume).additional information regarding the tego device is unavailable (e.g.: catalog number, product number). The device is placed and expected to work; if it fails days or weeks later the packaging is gone. The needle free hemodialysis connector was developed specifically for use in hemodialysis, which requires unique engineering to support the high flow rates of blood and fluids. The needle free connector is a neutral displacement connector, which means that when the blood tubing or a syringe is removed from the connector there is minimal reflux of blood into the catheter lumen, thus reducing the need for heparin as an anticoagulant.